Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy (1 anti tachycardia pacing and 2 shocks) due to supra ventricular tachycardia with rapid ventricular rate. The episode was isolated and therapy was not exhausted. No additional adverse patient effects were reported. The device is not expected to return as it remains in service. Subsequently, the product was explanted due to therapy upgrade to a 2 chamber ICD and was returned for analysis.

Manufacturer narrative:
The returned ICD was analyzed. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of inappropriate therapy.